Event description:
A potential product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. The therapist realized at the end of the course one day dose is missing and she found at (B) (6) 2009. The cbct registered both the lantis and rtt but the treatment was not. The next patient comes after 15 minutes to the cbct so the patient must treated during that empty period." It is unknown if there was a mistreatment or if there was an injury. Risk analysis is complete. Investigation for root cause has been initiated. Final corrective action is pending.

Manufacturer narrative:
Risk assessment indicates: severity: 3 (critical). Reason: case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5 % accuracy based on tcp data - see literature extracts below - a single fraction is well within this band) probability: c (remote) behavior probably will occur as central flat panel position is the typical scenario for image acquisition. Probability: c (remote). Reason: case 1: c (remote). Reason: probably will not occur for more than one fraction. Case 2: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. No other products are concerned.